Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that per the complaint description, the rod introduction pliers broke in half while persuading. It is likely that the broken component was the result of impaction forces applied to the subcomponent during an attempt to seat the collar. Severe patient anatomy could contribute high in-situ forces making rod reduction, seating off the collar /nut difficult and could place high loads on the hook/screw holder. It is unclear what types of construct, or forces were present during surgery. A review of the system indicates the system design is appropriate for its intended use, and it is unclear what surgical circumstances contributed to some of the instruments/implants bending/breaking during surgery. The set contains instruments to help persuade/ bend the rods to accommodate a wide variety of surgical instances and patient anatomy. It is concluded that this complaint is indeterminate.

Event description:
It was reported that during a t12-l5 posterior lumbar interbody fusion, the surgeon was introducing the rod with the rod introducer pliers (388.509) and the pliers sheared off where the hook positioner attached to the pliers. During the process, five collars (499.292) became bent due to the broken rod introducer pliers. The surgeon used another rod introducer pliers and was able to seat the collars with no problems. Surgeon inserted the nut (499.294) and during final tightening, both nuts would not tighten down and kept turning. Surgeon backed out the nut and screw and replaced it to complete the procedure with no further problems, and no adverse effect to the patient. Procedure was extended by approximately 45 minutes. This is report 1 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. As received, the collet was broken at the soldering. No irregularities were found. The solder itself looked even and therefore should have been a good connection between the two parts. From a construction standpoint, it is possible that the set screw may have lifted off during adjustment. It is not possible to determine how much force was used to adjust the set screw; therefore this complaint is invalid. Corrected data: original awareness date is (B)(6) 2012. Manufacturing evaluation completed 09/26/2012.

Event description:
This report is for file (B)(4).